Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting down. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address their bg. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.